Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during an unspecified process step at the pre op. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an system error 345 was not reproduced. Evaluation observed the thermistor sensor was within the calibrated specification. A review of the event history log revealed system error 345 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Evaluation observed the thermistor sensor was within the calibrated specification. Should additional relevant information become available, a supplemental report will be submitted.